Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and the cause was determined to be the cartridge. Customer changed the pump supplies to address the alarm. Customer's blood glucose was 149 mg/dl.